Event description:
It was reported that during treatment and obstruction occurred, there was a delay greater that 30 minutes, the procedure was completed with a smith and nephew backup device and there was no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found the device could not generate pressure/flow due to worn seals, creating air leaks in the vacuum circuit. A relationship between the device and the reported event was established with the root cause identified as a failed vacuum motor. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. This investigation is now complete with no further actions deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.